Event description:
It was reported that the customer had a failed battery test alarm on the insulin pump. Customer's blood glucose level was 320 mg/dl. Troubleshooting was performed and customer received the battery out limit alarm and then the failed battery test alarm. Customer has a partial screen. Customer stated that the battery was on the screen with no bars and the screen goes blank. Customer had the battery out since last night. Customer mentioned that she did bump the pump after she first got it. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined troubleshooting for bumping the pump. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery alarms or missing segments noted during testing. The device passed the self-test. The device had cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.